Event description:
It was reported that a small volume folfusor leaked; solution was visible in the overpouch. This was identified after device preparation, however, before patient delivery. The device was filled with fluorouracil and sodium chloride 0.9%. There was no patient involvement. No additional information is available.

Manufacturer narrative:
E1: initial reporter postal code: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: d9, h3, h4, h6(update codes), h11. H11: the device was received for evaluation. Visual inspection was performed on the returned device, and white drug residue was noted near the blue winged luer cap inside a bag that contained the unit. Signs of surface roughness were not observed inside the cap when inspected under the microscope. A functional leak test was performed, and no signs of leaking were observed. The reported condition was verified. The cause was user related. The product label (IFU, instructions for use) indicates to ensure that the winged luer cap is securely connected after filling and priming. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.